Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is the device being overfilled. Baby was really cold now patient temperature (pt) 32.6c. They swapped out devices. Had them power back on device as they stated they could use a device for another neonate. Water reservoir level (wrl) was 5, system hours were 85.5 and pump hours were 53.5. Walked through draining 16 ounces of water from right drain port. Advised to restart therapy and would call back in 30 minutes to check in on the water temperature (wt). 30 minutes later nurse stated patient temperature (pt) direct care nurse said since there was already an interruption in care, they did not want to place the neonate on the device. Nurse would pass along information to the educator. Per follow up information received via task on 07nov2025, spoke with charge nurse who stated a biomed came to the floor to run a functional check on the device that same day because they needed to run therapy on another infant. Per the biomed, the device ran without any issue and was put back into service and believed it had been overfilled. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun stat temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen. To replenish the internal arctic sun cleaning solution: 1. Drain the reservoir. I. Turn control module power off. Ii. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2. Refill the reservoir. I. Connect the fill tube. Ii. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Iii. Add one vial of arctic sun cleaning solution to the second liter of sterile water. IV. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. V. When the fill reservoir process is complete, the screen will close. Note: the reservoir level sensor requires a conductive fluid to operate properly. Filling the reservoir without using the arctic sun stat cleaning solution may result in overfilling the reservoir. Do not use cleaning solution that has passed the use by date listed on the bottle. The cleaning solution must be stored inside the uv resistant pouch provided. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that arctic sun device alerted 113 reduced water temperature control. Baby was really cold now patient temperature (pt) 32.6c. They swapped out devices. Had them power back on device as they stated they could use a device for another neonate. Water reservoir level (wrl) was 5, system hours were 85.5 and pump hours were 53.5. Walked through draining 16 ounces of water from right drain port. Advised to restart therapy and would call back in 30 minutes to check in on the water temperature (wt). 30 minutes later nurse stated patient temperature (pt) direct care nurse said since there was already an interruption in care, they did not want to place the neonate on the device. Nurse would pass along information to the educator. Per follow up information received via task on 07nov2025, spoke with charge nurse who stated a biomed came to the floor to run a functional check on the device that same day because they needed to run therapy on another infant. Per the biomed, the device ran without any issue and was put back into service and believed it had been overfilled.

Event description:
It was reported that the nurse stated that arctic sun device alerted 113 reduced water temperature control. Baby was really cold now patient temperature (pt) 32.6c. They swapped out devices. Had them power back on device as they stated they could use a device for another neonate. Water reservoir level (wrl) was 5, system hours were 85.5 and pump hours were 53.5. Walked through draining 16 ounces of water from right drain port. Advised to restart therapy and would call back in 30 minutes to check in on the water temperature (wt). 30 minutes later nurse stated patient temperature (pt) direct care nurse said since there was already an interruption in care, they did not want to place the neonate on the device. Nurse would pass along information to the educator.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.